Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) when ran on (B)(6) 2014 using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2014 to assess the instrument test well images. Immucor laboratory tested retention product on (B)(4) 2014 which confirmed the reactivity of the k antigens on the product in question. The retention product performed as expected. An immucor field service engineer visited the customer site on (B)(4) 2014 and found the instrument residual volume higher than expected and also the peri-pump volume was lower than expected. These two volumes were corrected and the galileo echo instrument was then subsequently operating with no problems observed. The customer returned blood sample to immucor for investigation and the investigation laboratory determined that the sample yielded unexpected negative results with capture-r ready-screen (3) retention lots and also capture-r ready-ID retention lots. Expected positive results were obtained with tube testing, using gamma lo-ion as an enhancement media.